Manufacturer narrative:
Report confirmed: the issue is due to the fact that some slices have a large data range (0 to >33k). The slice has the hounsfield correction applied, which leaves the data between -1024 and >32k, which requires a 32-bit number to store, and the slice gets discarded. This behavior is consistent with test track 11120. This instance will be added to that test track record. If information is provided in the future, a supplemental report will be issued.

Event description:
Dec 07, 2017-(B)(4) (cs)-it was reported that when importing exams from ceratom, they found 3 slices missing from the scan. Then when importing the same exam in a pre 3.x cranial installation, they found no slices missing. Patient was present but there was no impact. There was also no case delay.